Manufacturer narrative:
Evaluation summary: device was returned with guidewire catheter and three-way valve. Blood residue was visible through the distal shaft and stent the device returned with a detachment on the hypotube 45cm distal to the strain relief. The hypotube material was oval and jagged on both sides of the detachment site. Kinks were evident on the hypotube, proximal and distal to the detachment site. No other damage was apparent to the device during visual inspection. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was intending to use a resolute integrity drug eluting stent in a patient's left main and proximal riva/left main bifurcation with moderate-high tortuosity, low calcification and 80% lesion stenosis. No damage was noted to the packaging and no issues were noted when removing device from the hoop. The device was inspected and prepped with no issues noted. The lesion was not pre-dilated and the device passed through the first implanted left main stent (rsint35022x). Resistance encountered when advancing the device with excessive force used during delivery. It was reported that during use of a resolute integrity drug eluting stent, the device/component detached during advancement through the guide catheter. The break/fracture occurred in the middle of the shaft. The detached portion did not remain in the patient. No patient injury was reported.

Manufacturer narrative:
Image review: review of the procedural images confirm the presence of the lesion site left main and proximal riva bifurcation. A deployed stent is visible in the left main. The images capture what appears to be the resolute integrity device inside the guide catheter; however, there are no images capturing attempted delivery in the vessel. If information is provided in the future, a supplemental report will be issued.